Event description:
It was reported that they were getting alarm 113 (reduced water temperature control) in an arctic sun device. Target temperature was 33.5c, patient temperature was 32.1c, water temperature was 26.7c, flow was 0.4lpm, inlet pressure (ip) was -7psi. Asked nurse to check for any twists of kinks in the tubing. They could feel one right where the tubing goes into the pad and would work to resolve it. Explained if they could not get flow above 0.7-.08lpm and should replace the pad. They would work to get the flow rate up and replace the pad if unsuccessful. Explained how low flow leads to the water being able to heat and ultimately alarm 113. They replaced the pad being used on s/n (B)(6) and the flow rate was still low. When they first connected the pad, it was 2lpm, but then it went down to 0.3lpm. Now it was hanging between 0.9lpm and 1.1lp. Explained that was an acceptable flow rate for a neonatal pad. Asked nurse to monitor the flow rate and to call back if the flow rate dropped lower. Suggested placing the first pad behind the nursing station and would ask quality to call them on monday.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting alarm 113 (reduced water temperature control) in an arctic sun device. Target temperature was 33.5c, patient temperature was 32.1c, water temperature was 26.7c, flow was 0.4lpm, inlet pressure (ip) was -7psi. Asked nurse to check for any twists of kinks in the tubing. They could feel one right where the tubing goes into the pad and would work to resolve it. Explained if they could not get flow above 0.7-.08lpm and should replace the pad. They would work to get the flow rate up and replace the pad if unsuccessful. Explained how low flow leads to the water being able to heat and ultimately alarm 113. They replaced the pad being used on s/n dyfyal022 and the flow rate was still low. When they first connected the pad, it was 2lpm, but then it went down to 0.3lpm. Now it was hanging between 0.9lpm and 1.1lp. Explained that was an acceptable flow rate for a neonatal pad. Asked nurse to monitor the flow rate and to call back if the flow rate dropped lower. Suggested placing the first pad behind the nursing station and would ask quality to call them on monday.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling. Cautions: use pads immediately after opening. Do not store pads in opened pouch. The neonatal arcticgel¿ pad should not be punctured with sharp objects. Punctures will result in air entering the fluid pathway and may reduce performance. The neonatal arcticgel¿ pad must be replaced after 5 days of use. Do not allow circulating water to contaminate the sterile field when lines are disconnected. The DHR review could not be performed without a lot number. No additional actions can be taken at this time. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting alarm 113 (reduced water temperature control) in an arctic sun device. Target temperature was 33.5c, patient temperature was 32.1c, water temperature was 26.7c, flow was 0.4lpm, inlet pressure (ip) was -7psi. Asked nurse to check for any twists of kinks in the tubing. They could feel one right where the tubing goes into the pad and would work to resolve it. Explained if they could not get flow above 0.7-.08lpm and should replace the pad. They would work to get the flow rate up and replace the pad if unsuccessful. Explained how low flow leads to the water being able to heat and ultimately alarm 113. They replaced the pad being used on s/n (B)(6) and the flow rate was still low. When they first connected the pad, it was 2lpm, but then it went down to 0.3lpm. Now it was hanging between 0.9lpm and 1.1lp. Explained that was an acceptable flow rate for a neonatal pad. Asked nurse to monitor the flow rate and to call back if the flow rate dropped lower. Suggested placing the first pad behind the nursing station and would ask quality to call them on monday.